Event description:
My surgeon used the medtronic device during my spinal surgery (this has caused me significant problems) as well as pain, mental anguish, physical limitations, and a need to undergo a revision surgery.